Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion at the device distal end could not be determined, however, the issue was likely the result of degradation due to mechanical shock. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of failing leak test. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, corrosion on the distal end was observed, likely due to mechanical shock. There was no patient involvement, and no harm was reported as a result of the event.